Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the 2.25x8mm minivision stent dislodged from the balloon when the sheath was removed. Then when the 2.0x8mm minivision was being advanced, while still in the guiding catheter, it was observed that there was no stent on the balloon. The device was removed and the stent implant was found on the table. There were no patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
The second multi-link mini vision rx coronary stent system, part # 1007821-08, lot # 5092831.